Event description:
A peritoneal dialysis (pd) patient's sister contacted fresenius customer service and reported that the patient is allergic to plastic tape. The patient experienced skin irritation when the plastic tape is used and that the tape must be removed due to the reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).